Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl. Reportedly, customer is in nursing home, and nurse providing care for customer inadvertently did not fill cartridge with insulin prior to use. Customer resolved the issue by filling cartridge, and delivering a correction bolus. Customer did not require treatment for bg level, as customer's bg levels began to lower after correction bolus was delivered. Reportedly, customer left the ER the same day with customer in stable condition.